Event description:
According to the reporter, pre-operatively, the power handle would not articulate to left. There was no patient involvement. Medtronic's initial evaluation of the incident device found that with the handle open, the handle components were observed, and there was damage to an internal transistor, resulting in piezo failure.

Manufacturer narrative:
D10 concomitant product: unknown egia su - unknown endo gia sulu, lot# unknown unk-sigadapt - unknown signia egia adapter, serial# unknown. H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Post market vigilance (pmv) led an evaluation of one signia* powered handle for a non-reportable condition. There were no visual abnormalities noted with the handle. During functional evaluation it was found that a switch was nonfunctional. When the key was pressed the information was not registered in the data log. It was reported that the power handle would not articulate. The reported issue was confirmed. The most likely cause was traced to a component failure. This issue may occur due to rough handling such as the handle being dropped. This failure poses no patient safety risk. The audible tones are for user information only and do not communicate patient safety related issues. Improvements have been initiated to mitigate this condition. Internal process improvements have been initiated to mitigate this issue. The evaluation detected an unreported condition of fpga reset failure that has no relationship to the reported condition. Analysis of system logs shows multiple evidence of field programmable gate array (fpga) reset/reprogram failures. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. The most likely cause could not be established from the information available. The evaluation detected another unreported condition of tier 1 damaged electrical component that has no relationship to the reported condition. Functionally, there was damage noted to an internal transistor, resulting in piezo failure. The product analysis noted evidence that the device was not used as intended. The issue of the damaged electrical components resulting in loss of piezo function may occur due to rough handling such as the handle being dropped. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.